Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 30.3-30.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 8.0-10.5cm from the distal tip. Internal insulation abrasion was noted at 19.3-20.0cm, 32.6-33.5cm, and 34.1-34.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented in clinic for normal follow up, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. No adverse consequences to the patient.